Event description:
It was reported that the patient¿s stimulator depleted prematurely. There were low impedances/shorten combination 0/2; impedance reading noted to be 38 ohms. The cause of the short was unknown. The device was explanted. There were no injuries. The patient's current status was requested, but was unknown. 2013 (B)(6).

Manufacturer narrative:
Product ID 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension product ID 3387s-40 lot# v451316, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3387s-40 lot# v422336, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3387s-40 lot# v422336, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3387s-40 lot# v420219, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension product ID 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 37085 lot# serial# unknown, product type extension product ID 3387s lot# unknown, product type lead product ID 3387s lot# unknown, product type lead product ID 3387s lot# unknown, product type lead (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Result: dbs lead stimloc. Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that the battery was not in new condition. Analysis of the extension (serial #(B)(4)) found that the outer body insulation had been breached. The extension has a breached depression in the outer insulation 29.5cm from the proximal end; the #2 wire is exposed. The proximal ends are all that was returned of the three 3387 leads. There was a cosmetic depression 37 cm from the proximal end. These lead segments are twisted with shorts. The extension segments have no visible signs of twisting. Analysis of the extension (serial #(B)(4)) found that the body had been segmented. Analysis of the extension (serial # unknown) found that the body had been segmented. Analysis of the dbs lead stimloc found that both had proximal end conductors that had shorts between circuits. There was overstress or damage seen. On one dbs stimloc the lead wires had been twisted. Circuits 2 and 3 were shorted. They had been disconnected from the extension for testing. The other stimloc had lead wires that were twisted. Circuits 0,2 and 1,3 were shorted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.